Event description:
On (B)(6) 2012 during circulation of perfusion solution leakage from place of luer connecting pipe in oxygenator (quadrox-I, pediatric oxygenator, maquet, lot 70077306) was observed. This connecting pipe appeared to be disconnected without any force applied to it. To continue the surgery, the oxygenator was exchanged for another one. Reference complaint (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4).